Manufacturer narrative:
(B)(4).  Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve, a valve strut was bent at 90 degrees.   The devices were removed as a unit without any issues and a second valve was implanted successfully. The sheath was noted to be "bulging" where the strut went into the sheath. There was no injury to the patient.